Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4) new incision. Choroidal detachment. Significant reduction of ica. Device evaluated by manufacturer? No: lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vich12.1 implantable collamer lens in the patient's left eye (os) and a choroidal detachment and significant reduction of irdo-corneal angles was noted on (B)(6) 2015. A refill anterior chamber and acetil colin was performed. The lens remains implanted.